Manufacturer narrative:
(B)(4). Investigation: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. Appearance and np end were inspected for 7pcs retention parts, all results passed. Pen needle product has 100% np end angularity inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, a root cause for needle bent can't be traced to the manufacturing process.

Event description:
It was reported that the needle was unable to attach and insulin unable to be delivered with a bd pen needle 31gx5mm . The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, the patient was admitted to hospital due to fracture and sustained high blood sugar and needed to inject insulin. When the nurse injected insulin for patient, she found that the pen needle and the insulin fluid could not be installed in it. She immediately replaced a new needle for the patient.